Manufacturer narrative:
Further evaluation of the device found that due to wear of the angle wires, the bending angle in the up direction, and the play in the up/down knob did not meet specifications. The up/down knob was chipped. Corrosion was observed in the forceps channel port. A leak was observed due to a pinhole in the instrument channel. The paint on the air/water cylinder was peeled off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a ¿tie rod problem¿ with the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found a gap of adhesive on the distal end between the acoustic lens and the ultrasound probe. This report is being submitted for the malfunction found by service during the device evaluation [gap of adhesive]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress or device handling. Olympus will continue to monitor field performance for this device.